Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Yellow particles were observed on the shell.

Event description:
Healthcare professional reported a left side capsular contracture baker grade lv. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade lv. Device has been explanted and replaced with a non- allergan device.